Event description:
It was reported that the connecting tube was defective and became disconnected during the alcohol flush phase of the reprocessing cycle. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the root cause was a broken lock lever. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.